Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated post procedure check, the right ventricular lead exhibited high impedance and high capture threshold. No intervention was performed. The patient would continued to be monitored.

Event description:
New information received on 20 aug 2020 indicating that the patient presented for procedure on (B)(6) 2020 and the lead was capped and replaced. The patient was stable throughout the procedure.